Event description:
Additional information received indicated burying the lead deeper in the fascia resolved the patient's issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain in her back at the lead incision site. Reportedly, it appeared as if the lead was beginning to protrude out of the patient's back but had yet to break through the skin. Surgical intervention was undertaken on (B)(6) 2016 and the physician repositioned the lead and buried it deeper in the fascia.